Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the pacemaker was in backup mode. The pacemaker was successfully restored. The patient was in stable condition.